Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, it was reported a bolus delivery issue occurred. Reportedly, the customer had to ¿re-enter boluses prior to it being delivered.¿ there was no reported impact to the customer¿s blood glucose level. Additional information was not provided, and contact declined further follow up from tandem technical support.